Manufacturer narrative:
Follow-up #1 date of submission 09/28/2015-device evaluation:the pump has been returned and evaluated by product analysis on 09/10/2015 with the following findings: a review of the device black box and alarm history showed multiple replace battery alarms with code 128-fb88; however, no evidence of excessive battery usage was recorded. During testing, the pump ez-prime steps were performed correctly. Current draws measured within specifications. The pump case was removed and moisture corrosion was found on the force sensor flex pins on the printed circuit board. The complaint of cs 128 alarms was shown in the pump history but was not duplicated during investigation. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump's battery life was less than expected by the user. Reportedly, the pump emitted multiple cs 128 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.